Manufacturer narrative:
It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation.

Event description:
It was reported through a medwatch 5093292: "patient ID:[...]; on [...] 2006, he underwent a right total hip arthroplasty with stryker (howmedica) components, uncemented psl 54 od socket, 32mm crossfire polyethylene insert. Accolade hfx stem size 3 (ref #6077-03358), and a 32mm +4 lfit anatomic v40 head (ref #6077-0335) and a 32mm +4 lfit anatomic v40 head (ref #6260-5-232). In [...] Of 2016, he had a sudden episode of weakness in the right leg, which concerned him and prompted evaluation of his right hip replacement. In the year preceding that episode, he had been experiencing a significant tremor of his hands, fatigue and reduced stamina. Metal suppression MRI of right hip on [...] 2016 showed a small pseudotumor just superior to the femoral neck with involvement of the gluteus medius tendon. Fdg pet brain scan and neuro q analysis showed abnormal hypometabolism in focal and generalized duster regions in a pattern compatible with chronic toxic encephalopathy. On [...] 2016, serum/ plasma cobalt level was 5.8 mcg/l and chromium was 1.7mcg/l. On [...] 2016, right hip was revised to a zimmer wagner stem 190 by 14mm, trident x3 32id laterally offset liner, a 32mm delta ceramic +0 head, 3 luque 18 gauge wires, and 100 cc allopack graft. The superficial periprosthetic tissues were mildly inflamed. The trochanteric bursa was effused. The capsule was about half detached from the great trochanter. There was proximal femoral bone deficiency of the stem that was treated with grafting and reduction osteoplasty. The final stability pattern posteriorly was 80 degrees before prosthetic anteriorly partially intact capsule restricted motion such that neither prosthetic or tissue impingement could be elicited. Cobalt level of fluid from the right hip joint was 1,100m mcg/l and chromium was 470 mg/dl. On [...] 2016, he underwent a closed reduction of the right hip due to superior dislocation of the right revised right hip replacement."